Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. This device was included in the field action but returned product testing found the device did not perform as described in the field action. Concomitant products: 4592-45, implantable pacing lead, (B)(6) 2003; 4193-88, implantable pacing lead, (B)(6) 2003; 6984m, adaptor, (B)(6) 2006. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rv capture management trends stopped approximately six months ago and the r-wave trends stopped approximately one month ago. The device was explanted and replaced due to a lead revision procedure. No patient complications have been reported as a result of this event.